Event description:
It was reported that since the friday night prior to report the implantable neurostimulator (ins) stopped working correctly. It was noted that the patient fell on the thursday prior to report. It was noted that the patient did not have any bumps or bruises. It was noted that the patient was fully charged. It was noted that when he turned the ins on the patient only felt a ¿zapping¿ feeling for about 5 minutes and then it dissipates. It was noted that the patient confirmed that he used the term ¿zapping¿ to describe the desired stimulation sensation. The reporter stated that the patient would ¿get about 5 minutes of wonderful, and then nothing.¿ it was noted that the patient had tried turning stimulation on and off a few times over the weekend and experienced the same thing. It was noted that the patient tried it again on the morning of report and only got a ¿quick 30 second zap.¿ the patient stated ¿sooner than later I¿m out of pain meds.¿

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).